Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on the medical record. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing

Event description:
As reported by the field clinical specialist, approximately 2 years and 7 months following implant of a 29 mm sapien 3 valve in a mitral surgical valve via transcatheter mitral valve replacement (tmvr) procedure, the patient presented with shortness of breath and the valve was found to exhibit stenosis. A valve-in-valve-in-valve procedure was successfully performed with a 29 mm sapien 3 ultra resilia valve. Per medical records received for the patient, the patient has a complex medical history with multiple cardiac surgical procedures, including status post (s/p) transcatheter tricuspid valve replacement (ttvr) valve-in-valve with 29mm sapien 3 valve in 29mm non-edwards tricuspid surgical valve followed approximately 1 year and 11 months later by a tmvr valve-in-valve with 29mm sapien 3 valve in a 29mm non-edwards surgical mitral valve with intentional ring fracture performed during tmvr. The patient recently presented with heart failure nyha class iii symptoms and a transesophageal echocardiogram performed reported the following: mitral valve - normal leaflet structure and motion, mean gradient 11 mm hg; there is increased soft tissue thickening at the posterior annular ring "that may represent superimposed resolving thrombus versus residual bioprosthetic smvr annular tissue". Tricuspid valve - stable prosthesis, mean gradient 8 mmhg with trace regurgitation. "Rv apical pacing lead, course jailed posterolateral, between the stvr and ttvr". 29mm s3 tricuspid viv: stable prosthesis. "Mobile lateral echobright linear mobile leaflet vs superimposed ? Thrombus". The patient was diagnosed with severe bioprosthetic mitral valve stenosis with the mechanism noted as "structural leaflet degeneration." It was also noted that the 29 mm sapien 3 valve implanted in the tricuspid position exhibited "structural leaflet degeneration." It was planned to continue eliquis for elevated gradients and work up for a mitral valve in valve procedure.